Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va05cbr, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04smb, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare professional reported that patient experienced a sudden upper extremity weakness bilaterally and was being admitted to the hospital. This event occurred during product use and the indication for use was movement disorders. No outcome regarding this event was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.